Event description:
According to charge nurse: first use dialyzer reaction based on immediate development of chest tightness and flushing. Dialyzer had been pre-processed with formaldehyde and primed with 1.0 liter of 0.9% normal saline. It was assumed that the dialyzer had been primed and recirculated according to bma procedure, although not confirmed (this includes replacing the recirculating saline with fresh saline). To be noted: facility practices line reuse but it was the 1st use for the venous as well as the arterial blood lines. Sample discarded. The pt had been connected twice to the same dialyzer, with the same effect. Eventually pt was changed to a polysulfone membrane dialyzer.